Manufacturer narrative:
The date of the event is estimated. No samples from the reported finished good lot were returned to angiotech for evaluation. Method: the device was not returned for evaluation. Furthermore, relevant portions of the device history record (DHR) were reviewed for the finished good lot number reported. No relevant findings were noted during this review. Results/conclusion: the device was not returned for evaluation. No product evaluation can be performed. It is uncertain if patient's existing health conditions may have contributed to this event. Angiotech reference: (B)(4), item # ra-1065q, quill srs, #2 pdo, lot m677230.

Event description:
The date of this event is estimated: on (B)(6) 2009, (B)(6) performed a total knee arthroplasty procedure on a (B)(6) old male with history of diabetes and rheumatoid arthritis. The capsule was closed using quill srs #2 pdo, #0 monoderm for the subcutaneous layer and staples for closure of the skin. Approximately three (3) weeks post operative, the patient experienced a popping sensation during physical therapy. The surgeon thought it may have been the patellar tendon. The patient was taken back to the operating room on (B)(6) 2009. The #0 monoderm in subcutaneous layer was intact but the #2 pdo in the capsule had broken in the middle at the patella. The surgeon repaired the capsule and a culture was performed. No growth was detected. On (B)(6) 2009, the patient underwent I&d / poly exchange. Culture and sensitivities performed at this time grew (B)(6). Patient has since undergone two (2) additional I&d / poly exchanges and remains on antibiotics for treatment of (B)(6).